Event description:
A malfunction alarm identified as malf 12 was reported, and the customer was assisted in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After technical support provided guidance, the pump was successfully reset, and the customer was instructed to continue using the pump and to call back if the malfunction recurred.